Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the screen froze. The ventilation switched itself on and off automatically. The device was replaced. No harm to the patient, user or third party was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing a detailed investigation was performed by an expert from the technical service: the investigation and the logfile analysis could not definitely establish a root cause. Hamilton medical unsuccessfully tried to obtain more ample information from the customer 3 times. The service technician started the device without any problem. No correction was necessary. The customer reported a frozen screen. Although in this case the investigation could not reproduce a malfunction the case was assessed reportable because the display provides essential real-time data on ventilation parameters, enabling healthcare professionals to make informed decisions. A frozen screen during ventilation of a patient could lead to incorrect settings or missed alarms, posing a significant risk to patient safety.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the screen froze. The ventilation switched itself on and off automatically. The device was replaced. No harm to the patient, user or third party was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing. A detailed investigation was performed by an expert from the technical service: the investigation and the logfile analysis could not definitely establish a root cause. Hamilton medical unsuccessfully tried to obtain more ample information from the customer 3 times. The service technician started the device without any problem. No correction was necessary. The customer reported a frozen screen. Although in this case the investigation could not reproduce a malfunction the case was assessed reportable because the display provides essential real-time data on ventilation parameters, enabling healthcare professionals to make informed decisions. A frozen screen during ventilation of a patient could lead to incorrect settings or missed alarms, posing a significant risk to patient safety. Follow-up 2: device evaluation. Updated fields: b4, g3, g6, h2, h6, h11. The manufacturer has received and reviewed the logfiles associated with the reported event. According to the logfiles, the ventilator triggered a "ventilator unit connection lost" alarm twice at 17:44:56. The initial inspection was carried out by a service technician. At that time, the device started without issue, and the reported malfunction could not be reproduced. On june 13, 2025, the manufacturer was informed that (B)(6), inspected the hamilton-g5 that was involved in the event. Although the issue could still not be reproduced during testing, the ip esm was replaced as a precautionary measure in response to the recorded 'ventilator unit connection lost' alarm. After the component replacement, the ventilator successfully passed the test software and functional test/test run. Following the repair and verification, the device was returned to the customer. The display provides essential real-time data on ventilation parameters, enabling healthcare professionals to make informed decisions. A frozen screen during ventilation of a patient could lead to incorrect settings or missed alarms, posing a risk to patient safety. However, it is important to note that in this case the device was exchanged and no harm to the patient was reported.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the screen froze. The ventilation switched itself on and off automatically. The device was replaced. No harm to the patient, user or third party was reported.